Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire medical reviewed logs and found 401 error code. Advised the customer to perform an inspiratory flow calibration and replace the inspiratory block if issue persisted. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported bellavista1000 us giving persistent alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
H11-additional information received from the customer revealed that the issue happened during unit pre-testing calibration. Therefore, this concern is deemed non reportable to vyaire medical. At the current condition of device, the issue can be corrected and will not suggest to put into clinical use if it is not passing the device initial testing.please disregard and void vyaire reference number: (B)(4). Under medwatch report name: mwr-07042022-0000012796.